Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient stating the communicator was replaced and the issue is resolved.

Event description:
It was reported that a patient using the percept communicator for a deep brain stimulation implantable pulse generator (ipg) experienced issues with the communicator not pairing, the handset being unable to find the implantable neurostimulator, and persistent searching/spinning on the communicator screen without connection. The patient stated that up until several days prior, they had been able to enter the deep brain stimulation therapy application as normal, but now the application prompted them to set up links and place the communicator over the neurostimulator, after which the search screen would continuously spin without connecting. Troubleshooting steps included a hard reset of the communicator, re-pairing the communicator to the handset multiple times, switching communicator devices, and consulting regarding handset settings; none of these resolved the issue. The patient confirmed the ability to charge the implant and connect with the recharger application. A replacement communicator was sent to the patient. No patient complications have been reported as a result of this event. Additional information received that patient called back and stated they were having the same issue previously noted with the new communicator. Patient stated the handset was telling them to put communicator over ins but then was stuck on the searching for device screen and won't connect to ins. Agent had patient check the handset version, handset app version, and try to check the ins links. Patient stated they did not have option to check links. Agent consulted with previous agent who worked with patient. Patient stated they had charged ins on saturday. Agent then had patient connect to ins with recharger and handset. Handset indicated ins was depleted and showed a red battery. Agent reviewed patient will need to charge ins before the communicator can connect to ins. Patient will charge ins and then attempt to connect to ins with communicator, patient will call back if assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.